Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Physician reported "one breast implant is ruptured." Affected side is unknown. The device location is unknown.